Event description:
Customer reported an overload fault error message which would cause the system to shutdown. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn, as repair info is unavailable and the customer canceled the service call. However, no reports of pt or staff injury were reported.